Event description:
Pt 2 of 3. Dr reports 3 incidents of catheter fractures. Dr is concerned that the product problem may represent a trend. Dr is unsure if the pt incidents identified involve one lot number or multiple lot numbers. Dr has identified 3 lot numbers which may have been involved. Ultimately, the pt's incidents have caused no reported injury as the catheters broke outside of the body and were removed without difficulty. The product is no longer used at this facility in response to the reported incidents.